Event description:
It was reported that at the user facility the device had a bent and broken foot, which can cause damage to the dura. It was reported there was no patient involvement and no adverse consequences, no other information was able to be provided by the user facility.

Manufacturer narrative:
Follow up being submitted for investigation results and additional information. Corrected data: device discarded by the customer.

Event description:
It was reported that at the user facility the device had a bent and broken foot, which can cause damage to the dura. It was reported there was no patient involvement and no adverse consequences, no other information was able to be provided by the user facility.